Event description:
Customer's family member called to report the pump was giving a no delivery alarm during the priming of customer's set. Troubleshooting was performed. Unit passed the test. Device was not dropped, bumped, or exposed to moisture.